Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the "microknife was broken", so it could not be used. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact patient age is unknown; however, it is reported to be over 18 years old. The device component (B)(4) relates to device problem (B)(4) for the event cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device found that the needle was in the retracted position. The working length of the device was found bent adjacent to the handle body. The cutwire at the handle appeared to have bent while undergoing compressive force. A functional evaluation found that the needle could not be extended out of the catheter tip when activated with the handle. The needle was measured, and was found to meet specifications; therefore the needle was not broken. Based on these results this is no longer a reportable event. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context.' A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for lot number 13765682. Result: operational problem: although the reported problem was not confirmed, (B)(4) is being used to capture the bent working length and cutwire. Conclusion: operational context caused or contributed to event: although the reported problem was not confirmed, (B)(4) is being used to capture the bent working length and cutwire.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the "microknife was broken", so it could not be used. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.